Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the proximal end were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06mar2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm x 3.00mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left circumflex artery. After the lesion was crossed with a non-bsc guidewire, pre-dilation was performed with a non-bsc balloon catheter. Following pre-dilation, a 38 x 3.00mm promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 38 x 2.75mm promus premier select des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.